Manufacturer narrative:
Qc on the day of the event was within lab-established ranges. It is unknown if the qc provided by the customer was performed before or after the event because the customer could not supply any patient data. A field service engineer (fse) replaced the carbon bridge and performed monthly chloride maintenance. The fse serviced the electrolyte injection cup valve. The fse verified the instrument's performance. A clear root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) and stated that the unicel dxc 600 synchron clinical systems generated false low anion gaps. When the low anion gaps were noticed, the samples were repeated on the other instrument in the lab, and those results were reported out of the lab. Customer did not supply any examples of patient results to demonstrate which ise analytes were causing the issue. It is unclear if incorrect results were reported out of the lab. Treatment was not initiated or withheld based upon the results reported.